Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 23-24: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat

Event description:
It was reported that after wearing the pod, between 36 and 48 hours on the hip/buttocks, it was noticed that the site was itchy, irritated and draining around the pod. The patient reported that she has been experiencing this issue for the past 16 months and her glucose levels increased between 6 to 9 mmol/l (108 to 162 mg/dl) every time. The patient visited her general practitioner who prescribed cortisone cream, skintac and lyft wipes, to help relieve the skin irritation.

Manufacturer narrative:
The device was returned and evaluated. No issues were observed with the cannula, adhesive pad, or bottom housing that would contribute to skin irritation. The exact cause of the reported infusion site irritation could not be conclusively determined.